Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4) implanted: (B)(4) 2009, explanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced extremity pain. The patient thought the device was causing lower extremity pain. The battery was turned off and the pain was still there. It was noted that patient¿s old age may have led or contributed to the issue. The device was explanted and issues were resolved at time of the report. Patient status was noted as alive, no injury. Refer to manufacturer report # 3004209178-2016-27461

Manufacturer narrative:
Analysis of the neurostimulator (ins) (B)(4) revealed no electrical anomalies were found with the hydride circuit. The battery was found to be depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.